Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the monopolar curved scissors (mcs) instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the instrument log for the mcs instrument (470179-19/k12210816 0076) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: the 8mm mcs instrument reportedly found to have broken cable that was visible as the instrument. Based on the information provided, it is unknown if there were any fragments that fell inside the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a broken cable. The procedure was completed with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Other cables were not damaged. The housing was removed from the back end and no damage was observed. The root cause is attributed to a component failure.